Event description:
It was reported during an atrial fibrillation (a fib) ablation procedure, a bmc rf puncture generator and versacross large access kit were selected for use. When the radio frequency (rf) was delivered by the generator, the lab staff noted that the generator did not stop after programmed 1 (one) second rf. The ground cable was pulled out in order to stop the rf delivery. An alternative generator was used and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis. The bmc rf generator was used later on and no issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.